Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by abdominal pain, cloudy effluent and fever. The cause of peritonitis was unknown. The same day as the event onset, the patient visited the hospital however, it was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and gentamycin (doses, routes, frequencies and durations were not reported) for peritonitis. Three days after the event onset, treatment with vancomycin and gentamycin were discontinued and the patient began treatment with ceftazidime (2g, intraperitoneal, for 14 days, ongoing, frequency was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.